Manufacturer narrative:
Device analysis report is attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on february 21, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.